Event description:
The customer reported approximately 50 mls of fluid leaked from the right side of the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered that the customer had replaced the tubing with a cut in it on feed-thru fitting (ff107), at pinch valve (pv37) which resolved the issue. The fse did not observe any other issues. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).